Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio downloaded the patient ECG records stored in memory. The most recent patient ECG record in memory was from (B)(6) 2018. There was no patient ECG record created on the date of the reported event ((B)(6) 2018). This would be consistent with the lack of a valid patient connection to the device that was reported. Physio-control performed a clinical review of the reported patient event and concluded that the device usage did not contribute to the patient outcome, due to the patient¿s heart rhythm which was nonshockable. The patient¿s heart rhythm was obtained by downloading the patient ECG records from the backup device used during the event. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that during a patient event, their device was unable to detect the patient through the defibrillation electrodes. The customer advised that with a set of defibrillation electrodes connected to the patient and from the device, no issues were observed for 30 seconds. Thereafter, the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. It was noted that there was much blood on the lower defibrillation electrode. The defibrillation electrode was removed, wiped and reapplied to the patient¿s cleaned skin; however ¿connect electrodes¿ was still observed. The defibrillation electrode set was removed and a new set of defibrillation electrodes were applied, however the ¿connect electrodes¿ prompt was still present. The second set of defibrillation electrodes were used with another defibrillation/monitor on the scene, and proper operation was observed. The patient, a (B)(6) year old female did not survive.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that with a set of defibrillation electrodes connected to the patient and from the device, no issues were observed for 30 seconds. Thereafter, the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. It was noted that there was much blood on the lower defibrillation electrode. The defibrillation electrode was removed, wiped and reapplied to the patient¿s cleaned skin; however ¿connect electrodes¿ was still observed. The defibrillation electrode set was removed and a new set of defibrillation electrodes were applied, however the ¿connect electrodes¿ prompt was still present. The second set of defibrillation electrodes were used with another defibrillation/monitor on the scene, and proper operation was observed. The patient, a 57 year old female did not survive.

Manufacturer narrative:
Physio-control further evaluated the customer's device but was unable to duplicate the reported issue. The first set of defibrillation electrodes used during the event was evaluated and was found to be within specification. Physio replaced the therapy connector assembly as a precautionary measure. After other unrelated repairs were completed, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be conclusively determined.

Manufacturer narrative:
Physio-control further evaluated the removed therapy connector assembly and determined that the root cause of the reported issue was mechanical wear-through of the contact plating, which exposes underlying nickel and copper layers. These layers can then form an oxide layer that increases the contact resistance and in turn the electrical impedance of the connector. An electrical impedance that is too high will cause the device to not recognize a patient and give the "connect electrodes" message.

Event description:
The customer contacted physio-control to report that during a patient event their device was unable to detect the patient through the defibrillation electrodes. The customer advised that with a set of defibrillation electrodes connected to the patient and from the device, no issues were observed for 30 seconds. Thereafter, the device prompted them to ¿connect electrodes¿ when the defibrillation electrodes were connected to the patient. It was noted that there was much blood on the lower defibrillation electrode. The defibrillation electrode was removed, wiped and reapplied to the patient¿s cleaned skin; however ¿connect electrodes¿ was still observed. The defibrillation electrode set was removed and a new set of defibrillation electrodes were applied, however the ¿connect electrodes¿ prompt was still present. The second set of defibrillation electrodes were used with another defibrillation/monitor on the scene, and proper operation was observed. The patient, a 57 year old female did not survive.